Manufacturer narrative:
Patient weight now provided.

Manufacturer narrative:
Patient weight not available from the site. Although the initial inaccuracy complaint was against the imaging system, it was later discovered that the imaging system did not cause the reported event. Onsite investigation was preformed and the field systems engineer reported that reloading the exams resolved the issue. System was testing after that and the issue could not be replicated. No part replacement or return was found necessary. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system was approximately 8mm inaccurate. The surgeon brought in another imaging system and continued with surgery. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.